Manufacturer narrative:
The device was damaged so that no evaluation could be performed. The cause of damage to the device is unknown.

Event description:
Surgeon attempted to use drill guide with drill bit, when the drill bit got stuck in the drill guide. Surgeon ended up drilling without drill guide and using a new drill bit.